Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent primary left tha. It was reported that the patient experienced orthostatic hypotension and this delayed the patients discharge from the hospital. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer bioloxd option hd 40mm catalog #: 650-1058 lot #: 2982740. Associated devices medical product: tprlc 133 t1 pps ho 13x146mm catalog #: 51-104130 lot #: 6498655, medical product: g7 pps ltd acet shell 60g catalog #: 010000667 lot #: 6555005, medical product: g7 neutral e1 liner 40mm g catalog #: 010000865 lot #: 6233683. Remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00811. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Products in the process of being returned

Event description:
It was reported that patient underwent primary left tha. It was reported that the patient experienced orthostatic hypotension and this delayed the patients discharge from the hospital. Attempts were made to obtain additional information; however, none was available.